Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, g.1, h.6

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one crack opening, flat creases and yellow particles in device inner surface. Leak test and microscopic analysis was performed which identified one crack opening. Based on the device analysis the final assessment is one opening crack assessed as cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported right side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.